Event description:
Customer reported that while a pt was being monitored by the panorama central station with ambulatory telepack, no alarms were called during a v-tach event. No pt injury was reported.

Manufacturer narrative:
Company representative reported it seems the system recognized v-tach since the event appeared on the event list, but the customer insisted there was no alarm notification or sound. Customer was advised to check the volume setting since it was unlocked; therefore, the central station volume may had been turned down and back on by a user, although this could not be confirmed. Customer was trained on how to lock the volume setting. The system is being evaluated by a third party. Documentation from the actual event is under review.